Event description:
The customer reported stripes and a green image on the screen during preparation for use of an olympus gynecologic laparoscope. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Additional reportable malfunctions were found during evaluation: damage to the fiber bonding in the outer tube area (distal end) and a cut in the video cable protector. A definitive root cause could not be identified. The investigation suggests that the reported malfunction was likely caused by a broken charge-coupled device, as the customer alleged. However, the causes of the newly identified malfunctions remain undetermined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.